Event description:
On 3/3/99, dr did a primary anterior cruciate ligament repair on a pt at hosp. He used 2 phantom screws. The pt reported pain and swelling 1.5 weeks later. On 6/7/99 dr did a revision anterior cruciate ligament procedure on the pt again. It was found that the femoral screw was absent from the femoral tunnel and had decomposed completely and the femoral aspect of the graft had failed. It was also found that the tibial screw was of poor integrity and crumbled into small rice sized pieces upon removal attempt. Of note; these screws were never exposed to temp extremes.